Manufacturer narrative:
(B)(4): analysis of the lead model 3093-28 lot va04bgy found no anomaly. Analysis of the stylet found no significant anomaly. The stylet wire was bent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon was concerned that the lead was not working properly and it was not implanted. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.